Event description:
The event description provided indicates that a pt specimen (B)(6) had a pertussis test done and swab broke off in his nose. They had to send the pt to ent (ear, nose throat specialist) to extract the device from his nose. It did not break off at the designated break off area. It broke off closer to the tip. There are no adverse effects on the pt as a result of this event.

Manufacturer narrative:
Analysis of device history records: copan checked the internal records related to the controls made before the release on the market on the swabs of the product code 482c lot number faei02. No anomalies have been found: lot reported in the incident met mfg specs. (B)(4), this is the first notification received for this specific lot. The device was not returned to copan for eval. Mechanical test on the retained sample from the claimed lot has been performed: all the tested swabs gave confirming results. We are unable to determine a root cause for the reported event. Our investigation could not confirm any malfunctions or defects in the device lot associated with this incident. Info from this incident will be included in our product complaint and MDR trend reporting systems.